Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info has been requested. This report was mailed to FDA on: 06/12/2009.

Event description:
A surgeon reported having a pt whose intraocular lens (iol) has decentered. Add'l info has been requested.